Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needles bend during perineal suturing after an episiotomy. Additional information has not been provided.